Event description:
Healthcare professional (hcp) reported patient was injected in the ¿pre jowl sulcus¿ with 0.1ml and in left side oral commissures with 0.25 of juvéderm ultra plus® xc. On the same day, patient was also injected on both sides in the midface with 0.5ml of juvéderm® voluma® with lidocaine, and with botox® in the ¿ufl ¿ 22 units¿, but no adverse events occurred with these two products. During injection of ultra plus® xc, patient experienced ¿blanching to the middle of the left lower lip¿. The hcp massaged the area but it didn¿t go away. The hcp then treated the patient with hyalase® but still had a blanching area. The following day, patient was treated again with hyalase®. Symptoms have fully resolved the next day.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Clarification to h6: the syringe has been discarded. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported patient was injected in the ¿pre jowl sulcus¿ with 0.1ml and in left side oral commissures with 0.25 of juvéderm ultra plus® xc. On the same day, patient was also injected on both sides in the midface with 0.5ml of juvéderm® voluma® with lidocaine, and with botox® in the ¿ufl ¿ 22 units¿, but no adverse events occurred with these two products. During injection of ultra plus® xc, patient experienced ¿blanching to the middle of the left lower lip¿. The hcp massaged the area but it didn¿t go away. The hcp then treated the patient with hyalase® but still had a blanching area. The following day, patient was treated again with hyalase®. Symptoms have fully resolved the next day.